Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ integrated holder, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: needles leak between needle and holder- all box.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1148010, medical device expiration date: 2024-05-31, device manufacture date: 2021-05-28, medical device lot #: 1154491, medical device expiration date: 2024-05-31, device manufacture date: 2021-06-03. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples of each lot number from bd inventory were evaluated by functional testing, each used to draw a bd vacutainer tube with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.